Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Unable to verify battery out limit due to button/keypad anomaly. Pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 121 mg/dl. The insulin pump will be replaced.